Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that in (B)(6) 2017 the patient's pump had partially flipped and the patient was having issues with the pump. The pump was revised on (B)(6) 2018 and the pump was replaced with a new pump that was moved from the patient's right lower abdomen to the left back area. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient required a pocket revision and that the pump was at end of life (eol) so it was replaced. It was reported that the cause of the flipped pump was due to the patient undergoing a large weight loss. The hcp stated that access for refills was difficult. No further complications have been reported as a result of this event.